Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after replacing a 6 mm teflon infusion cannula, with persistently elevated blood glucose requiring a subsequent cannula change and correction via subcutaneous insulin from a pen; the event involved no device alerts or alarms, and the cause of the hyperglycemia was unclear despite troubleshooting and education. Symptoms included thirst and acetone-like breath. Outcomes included transient interference with daily activities due to elevated glucose. Investigation included a review of event details and user-reported history, and user support troubleshooting and education. Investigation of this case revealed that a definitive device-related cause could not be determined. It was concluded that the event was non-serious with cause unclear and that no further action could be taken without additional evidence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.